Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, it is likely that the difficulty advancing was due to interaction with the anatomy which was described as heavily calcified and tortuous. Additionally, it is likely that during the attempt to advance against resistance, the stent become compromised on the balloon resulting in dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b1 - adverse event/product problem: adverse event removed. H1 - type of reportable event: serious injury removed; malfunction added. H6 - health effect - impact code 4641 removed; 2199 added.

Event description:
Subsequent to filing the initial MDR, the following information was received which clarified how the dislodged stent was removed from the patient anatomy: the balloon expandable stent was removed along with the delivery catheter as a single unit instead of the initial report that the dislodged stent was snared. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the iliac artery. After the lesion was pre-dilated using an unknown balloon catheter, an 8x19mm ominilink elite balloon-expandable stent (bes) was attempted to be advanced to the lesion; however, resistance was felt and the bes was noted to become dislodged. Therefore, the dislodged stent was snared and the procedure was completed using balloon dilatation only. There were no adverse patient sequela nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.